Event description:
Pt had a vp shunt placed for hydrocephalus. Shunt in place since 10/96. Pt became ataxic, had incontinence recently. Shunt removed 3/7/97 and replaced. Add'l model #: 10069830201, b30-1375, 10231200101.